Event description:
In 2004, the patient contacted lifescan alleging that their one touch ultra meter powered off during use. The medical affairs specialist left a phone message for the patient on the following day and sent a letter to the patient on the 4th day. The patient last tested with the reported meter in at 3.00 pm. At a later, unspecified, time pt was unable to get a result on the meter. Pt was feeling sleepy at the time they attempted to use the meter. Pt was treated with an insulin injection in the doctor's office.the customer care rep (ccr) confirmed that the pt had replaced the battery within one year and it was installed correctly. The ccr educated the patient on the automatic shut off function of the meter. The ccr confirmed that the meter powered off before the automatic shut off period had elapsed. Based on the information provided by the patient, there is an indication that pt experienced injury and medical intervention, as pt was not able to obtain a result on the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.